Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a time clock anomaly on their insulin pump. The customer was unsuccessful with resetting the time on their insulin pump. It was found the customer attempted to change their time six times, but was unsuccessful. Customer was advised to remove their battery for 10 minutes and try again. The customer was able to successfully change their time after removing their battery. Customer's blood glucose was 218 mg/dl. No additional information provided.